Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/04/2014). The patient¿s meter has been returned on 10/20/2014 and evaluated by lifescan product analysis on 10/22/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (b)(46 2014, the lay-user/reporter contacted lifescan (lfs) on behalf of the patient, alleging that the onetouch verio iq meter is giving inaccurate high readings. This complaint was classified based on the customer care advocate (ca) documentation and the follow-up information obtained on (B)(6) 2014. The alleged issue began on (B)(6) 2014 while the patient was on vacation. At 4 pm, she reportedly tested on the subject meter at ¿89 mg/dl¿, felt low, and had some glucose tablets. Within 10-15 minutes, the patient had seizure. The paramedics arrived within 5 minutes and tested the patient on the emt meter at ¿49 mg/dl.¿ the reporter indicated that had he known her blood glucose reading was lowers than 50 mg/dl, he would have treated the patient with more than just glucose tablets at the time of concern. Approximately two days later, the patient compared her blood glucose reading of ¿150 mg/dl¿ on the subject meter to ¿72 and 76 mg/dl¿ another meter. The meter to other meter comparison was performed with 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The reporter concluded that based on the meter to other meter readings, the patient¿s hypoglycemic episode was due to the alleged inaccurate high issue. This complaint is being reported because the patient allegedly required treatment for hypoglycemia while she managed her diabetes with the lfs meter. The lfs products were replaced and requested back for investigation.